Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with a proximal femoral nail antirotation on (B)(6) 2013. On (B)(6) 2013 the patient complained of pain and returned to the hospital. The surgeon found on x-ray that the blade had penetrated the femoral head through the acetabulum and ended at the intraosseous. The patient was returned to the operating room on (B)(6), 2013 for hardware removal and revision to a total hip arthroplasty. The bone quality of the patient was not exactly good as typical aged person. Reportedly the postoperative progress has not been going well. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.